Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time and date had reset and could not confirm if this issue occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: there was no data available in the pump¿s history from the time of the reported event, due to continued use of the pump. The available history showed no activity related to the complaint. A timekeeping accuracy test was performed; the pump was keeping time accurately. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.